Manufacturer narrative:
Concomitant medical products: cd3369-40q ICD, implanted: (B)(6) 2019; 7122q58 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The left ventricular (lv) lead, right ventricular (rv) lead and right atrial (ra) lead were explanted and later replaced. No further patient complications have been reported as a result of this event.